Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a fractured siphon guard on the certas valve. The valve was implanted on 2018 and was removed on an unknown date due to the fractured siphon guard.

Manufacturer narrative:
Updated fields: d10, g1, g4, g7,h2, h3, h6, h10. Unique device identifier (UDI) : (B)(4), or (B)(4). The valve was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.